Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the first reload noted that it was partially fired. Staple pushers were visible at the 5cm cut line indicating the point where the handle compression had stopped. The second reload was received fully fired. Functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was injury as a result of the event. There was unanticipated tissue damage. In order to resolve the issue and complete the case, used another manufacturer's device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colon cancer resectioning. During transection, there was a problem loading the device. There was poor staple formation. The staple line was incomplete. The second device was not fired. It was impossible to close the instrument outside the patient for introducing it into the abdominal cavity. To correct the issue, new material was opened. No known impact or consequence to patient. There was a small loss of tissue because it was a small tissue laceration of the proximal rectum and the surgeon had to make anastomosis lower and deeper. The patient progressed favorably regarding this event.